Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an end-to-end anastomosis of the intestine after tumor resection for colorectal cancer, for recons truction of the entire digestive tract, the surgeon performed the surgery normally, and found that after firing, the staples were not completely closed, and the muscle layer was exposed. The surgeon reinforced it manually and sutured it again to resolve the issue.